Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, motor blocked. No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Device evaluation: during the technical inspection, the error description provided by the customer, "error code e19", could be confirmed. The cause of the handpiece failure is a defective motor. This failure is due to a failure of the motor component. This event is filed under internal complaint ID (B)(4).